Manufacturer narrative:
(B)(4). B5: describe event or problem, additional. G3: date received by manufacturer, additional. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer, additional. H6: type of investigation, additional. H6: investigation findings, additional. H6: investigation conclusion, additional.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.